Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the event history log. During the evaluation, the cause was determined to be continuity found on the upstream sensor flex tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during patient care (medication, programmed amount and delivery rate unknown) in the outpatient surgery care area. The customer also stated that the alarm occurred during an infusion, the device was swapped out and that there was no patient injury.